Event description:
It was reported during the procedure, a leak was observed (a mixture of blood and saline) at the proximal end of the sheath. Upon removal of the sheath, the sheath broke completely. There were no patient complications

Manufacturer narrative:
One 8f fast-cath braided swartz introducer was received for evaluation in two pieces which had separated at the proximal end of the suture tie down loop on the hemostasis body. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. In conclusion, the returned introducer was received in two pieces that separated in the hemostasis body. Additional testing revealed the headed sheath tube was not positioned in the correct location during the molding operation of manufacturing. Corrective action was initiated on 04/25/2007 to investigate the root cause of the hemostasis body separation with the braided swartz introducers. The following dates are estimated.